Event description:
When rptr began to initiate IV therapy, rptr introduced the needle into the skin. Once blood returned, rptr advanced the lever on the protectiv plus and locked the needle into the hard plastic cover, and placed a heplock on the end of the hub and blood was coming out. Rptr then tightened the hub and heplock in fear of a loose heplock with no relief. Rptr then at that time noticed blood coming from the side of the catheter. Rptr then discontinued the catheter. The hole in the catheter was never introduced into the pt. This occurrence caused the pt to receive an add'l and unnecessary IV needle stick. Item was discarded and is not available for inspection.